Manufacturer narrative:
1644408-2021-00955 was reassessed and determined to be non-reportable.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient had metalosis. Cup and stem stayed in patient. Liner and head were exchanged.